Event description:
A caller reported a malfunction on the pump, specifically malfunction code malf 5, with fault ID 0x2147. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed on using a backup method for insulin delivery, returning the defective pump, and putting it into storage mode.